Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -04.00/+1.0/001 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The eye is calm. The cause of the event was due to probable irregular eye; small angle-to-angle.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles claim # (B)(4).